Manufacturer narrative:
According to the customer, there have been "multiple" incidents where upon a follow up visit it's identified that the "skin has infection or wound reopened". The customer reported that 2 of 5 patients required a referral to a "plastic surgeon for a wash out and follow up treatment". It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3. The customer reported two lot numbers that are potentially involved in the reported incidents. See below expiration dates and manufacturing dates associated with each reported lot that is potentially involved in the reported incidents: lot: p00244718- expiration date: 08/28/2027, manufacturing date: 09/19/2025 lot: p00247836- expiration date 10/28/2027, manufacturing date: 07/11/2026

Event description:
According to the customer, there have been "multiple" incidents where upon a follow up visit it's identified that the "skin has infection or wound reopened".